Event description:
One month after the primary surgery, the patient presented with an infection of an unknown pathogen. The surgeon performed a washout and revised the head and insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 nov 2025. Liner: mpact dm 01.26.2848mhc double mobility hc liner d 28/dmd (k092265) lot. 2508202: (B)(4) items manufactured and released on 23 june 2025. Expiration date: 03 june 2030. No anomalies found related to the problem. To date, (B)(4) items from the same lot have been sold, with no similar reported event during the review period. Ball heads: mectacer 01.29.203 mectacer head biolox delta dia.28 12/14-l (k112115) lot. 2515737: (B)(4) items manufactured and released on 30 june 2025. Expiration date: 11 june 2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.